Event description:
It was reported that during an afib procedure, all the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously. The user proceeded by changing to another cable and catheter. No patient injury was reported. This event had initially been reported in MFR report #3008203003-2012-00022 dated (B)(4) 2012 under the initial reported product (carto 3 system). Multiple attempts were done to request for the concomitant catheter used in this procedure. The e concomitant catheter which is lasso sas catheter information was finally received on (B)(4) 2012, marking this date as the alert date for this report.

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure all the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously. The user proceeded by changing to another cable and catheter. Also error 21, error 3 and error 19 were observed on the carto 3 system. No patient injury was reported. Upon receipt, this returned device was visually inspected. The catheter was found in normal condition. The catheter was evaluated for electrical resistance and current leakage tests. The catheter was found within specification. In addition the catheter was also connected to the carto 3 system and no errors were observed. The device history record (DHR) was reviewed. No anomalies were found related to this failure mode. The DHR review verified that the device was manufactured in accordance with documented specification and procedures. The complaint condition cannot be confirmed.

Manufacturer narrative:
There are 2 lasso sas catheters involved in this complaint. Both are of the same type. The other catheter's lot number is 15603027l. (B)(4).